Event description:
A pt was treated on 8/23/96 into vertical lines above the upper lip. On 8/25/96, the pt presented with beading at the treatment sites; exact date of onset unk. On 9/11/96, the pt presented with persistent symptoms; intralesional triamcinolone and massage were prescribed. On 9/16/96 symptoms persisted; intralesional triamcinolone was prescribed. The pt alleged the development of "red lines" at the treatment sites; exact date of onset unk. The physician attributed the "red lines" to the pt's vigorous massage of the area. The pt alleged that as of 11/27/96, symptoms persisted.